Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
A patient reported pump was alarming all night and the error msg was not noted. When they called in it was infusing properly but their remaining infusing time does not workout to his disconnect appt. The time needed to complete the infusion is beyond the disconnect time. Patient was advised to contact the facility for adjustments. Medication being infused was unknown. No patient injury reported.